Event description:
Unusual and potentially dangerous compressed gas backfeed incident occurred due to improper use of bird air-oxygen blender. Oxygen entered the hosp's compressed air system affecting one pt by causing erratic oxygen percent delivery while on mechanical ventilation. Pt experienced intermittent and unexplained deviations in the fio2 (oxygen percent) being delivered through their mechanical ventilator. There were no other pts experiencing fio2 problems in the pediatric cardiac intensive care unit but plant operations checked the compressed gas lines and pressures were within the normal operating ranges. At first it appeared the ventilator or oxygen sensor might be the cause of the problem. Several times, the ventilator was switched out but still the intermittent fio2 problem was encountered. Curious respiratory therapists began to investigate for external causes and discovered a bird air-oxygen blender set up in the room next door which seemed to be making a slight leaking noise. The pt in the room was not utilizing the blender but it was installed and ready for use. The blender had a flowmeter attached to the auxiliary outlet. They set the device at 21%, turned it on and tested the percent of oxygen coming from the blender. Instead of 21%, it was reading much higher. Then they went into the pt's room and also analyzed the oxygen percent coming out of the compressed gas air outlet and it was also reading much higher than 21%. They removed the blender from svc and then analyzed the oxygen percent of the gas coming out of the air outlets in both rooms. They found that the gas coming from the air outlets was now properly reading 21% without fluctuation. In examining the blender: it was discovered that the air inlet had a properly attached high-pressure air line. However, a high pressure oxygen line was running from the wall (source of compressed 100% oxygen) into the blender's "primary outlet" instead of the "oxygen inlet" making the auxiliary outlet with attached flowmeter the only useable outlet. Rptr believes attaching a 100% oxygen line onto the blender's outlet port resulted in a backfeed incident. Apparently oxygen entered in through the blender's outlet, and pressurized oxygen then moved back through the blender, back into the compressed air line, and back into the hosp's compressed air system. This then affected the quality of compressed air entering into the blender in the adjacent room. This compressed air would intermittently have a fio2 higher than 21%, thus explaining why the ventilator was not always delivering the set fio2. Product safety concerns: 1. Operator error, improper set up. 2. Blender either has no gas back flow protection device or it does not work. 3. No alarm sounded on the blender with this erroneous set up. The blender alarm should sound if it is turned on but either the air or oxygen inlet is not connected with a high pressure gas source. 4. Poor labeling by the MFR: a. Labeling does not include the word "inlet". Only the words "medical air" and "oxygen" are used. They should read "medical air inlet" and "oxygen inlet". B. Critical labeling is on the underside of the blender and not visible to the operator when in normal use.